Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged no delivery/occlusion alarms during therapy and keypad unresponsive/button error alarm. The insulin pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test, however failed the occlusion test. No unexpected insulin flow blocked alarms noted during testing. The insulin pump successfully downloaded to thus. Confirmed no delivery alarm on (B)(6) 2021 at 21:47, 21:50, 21:53, (B)(6) 2021 at 16:00, 16:22, 19:28, and (B)(6) 2021 at 14:24, 14:58, 15:08, 15:13, and 15:15 during a bolus in the insulin pump downloaded history. No stuck key alarm found in the history files or traces. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The j1 connector on electrical board 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. The insulin pump passed the keypad voltage test. Force sensor zero offset within specification (23.2 millivolts). The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. Customer alleged for no delivery/occlusion during bolus was confirmed. Customer allegation of keypad unresponsive / button error alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keypad was unresponsive. Customer stated that insulin pump had an insulin flow block alarm and event was resolved by complete set change. Customer stated that keypad had a delay on response it took 5 seconds before it moves. No harm requiring medical intervention was reported. The device will be returned for analysis.